Event description:
It was reported that the procedure was performed to treat a target lesion in the moderately calcified and tortuous left anterior descending (lad) artery. The patient presented with unstable angina. The 2.5 x 28 mm xience xpedition stent was implanted without issue. The procedure continued with implant of the 2.5 x 23 mm xience xpedition stent; however, a perforation occurred after stent deployment. Before the perforation could be sealed, the patient died, of causes related to the perforation. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of death and perforation are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.